Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refn3095 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported a catheter was placed for the treatment of chronic kidney disease and dialysis treatment was performed. When the patient was treated with crrt on (B)(6) 2021, he found that the arterial end of the dialysis catheter was suspected to be ruptured and a small amount of blood leaked out. The crrt treatment was immediately stopped, the dialysis catheter was pulled out, and the catheter was replaced. Continued treatment.